Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: use of a high-frequency instrument without maintaining sufficient distance from the tip the event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual -chapter 3 preparation and inspection 3.3 inspection of the endoscope -chapter 4 operation 4.3 using endo therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that the probe cover had a burn. There was no patient involvement.